Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 62 mg/dl. The customer drank juice and ate food to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Low blood glucose (bg) levels were both recorded by the continuous glucose monitor (cgm) and entered by the user during a bolus request on (B)(4) 2016. The pump logs recorded two correction boluses delivered 45 minutes apart. The second correction bolus was overridden, delivering 15 units when the pump suggested 1.31 units. Thirty minutes later, the user received the first alert indicating that bg levels were trending downward. Bg level continued to drop until a bg level of 41 mg/dl was recorded at 10:24am. There is no evidence of a device malfunction or failure. The second correction bolus override for 15 units caused the fast decline in bg values and the low bg event.